Event description:
On (B)(4) 2012, pt reported the infusion device display is "scratched and muffed up". The infusion device is worn in a case. He reported the display and case have "pit marks", as if it has been poked and this damage does interfere with viewing insulin delivery amounts. There are no black marks on the display, but the display is distorted. The infusion device was not dropped on a hard surface within the past 48 hours. The infusion device was replaced and requested for eval. No physiological effects were reported and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The display window is scratched due to a mechanical impact (e.g. Caused by the carrying system), therefore the display is no longer fully readable. The scratched display cannot lead to misinterpretation of insulin amounts.